Event description:
It was initially reported to philips healthcare that the heartstart mrx failed opcheck for shock button issue with pacer and therapy cable malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.